Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there were one (1) previous history of complaint reported for autopulse with serial number (B)(4). During the visual inspection it was observed that the front enclosure was damaged. The autopulse 1.5 is a reusable device and was manufactured in september, 2008. The physical damage found is a characteristic of normal wear and tear of the device. The archive data could not be downloaded. The file was corrupted. The device failed functional test due to a system error (latch error 136), this confirmed the reported complaint. In summary, the reported complaint of the device displaying a system error was confirmed during functional testing. Physical damage to the front enclosure that was observed during visual inspection was repaired. The archive data could not be down loaded. Unable to perform functional testing due to system error. During the investigation the processor board was found to be defective and needed to be replaced to remedy the reported complaint. The service engineer ran the device (using test processor board) for approximately 15 minutes, no fault found. After the parts were replaced, the device passed final functional test criteria.

Event description:
It was reported that the autopulse platform (s/n (B)(4)) displayed error message "system error, out of service, revert to manual CPR" when the crew tried to power on the platform for patient use. No compressions were performed. No patient sequelae reported. No additional information provided.